Event description:
The manufacturer received info alleging a ventilator fails to power on. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The ventilator's system board was replaced to correct the problem. There was no pt harm to injury reported. The manufacturer will continue to monitor life support ventilator malfunctions that could potentially result in a loss of therapy.